Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 401 mg/dl, 190 mg/dl. Tests were done within >10 minutes with a difference of 63%. Pt did not experienced any adverse events. No further info has been reported.